Manufacturer narrative:
(B)(4). Investigation summary:the device was received and evaluated at the service center. The reported complaint that the generator was displaying "foot pedal stuck" was confirmed. It was found that the 8-way socket assembly was corroded. Further, the dust cover was missing from the device and the on/off switch mains and the relay board were defective. The defective components were replaced along with the missing dust cover and the device was tested and found to be working according to specifications. Fluid ingress into the device has resulted in the corrosion of the 8-way socket, which, in turn, would have caused the device to display the error code. The missing dust cover is most likely a result of user mishandling of the device. However, given the information provided, we cannot determine a definitive root cause for the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/28/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
As reported by the sales rep via phone, the vapr vue generator is displaying "footpedal stuck". Another unit was brought in to complete the surgery with no delay and no patient consequence